Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed due to the review of medical records. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified left knee severe pain, limping, swelling, instability, using cane, and left knee revision due to tibial loosening. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: a4, a5, b4, b5, b7, g3, h2, h3, h6.

Manufacturer narrative:
(B)(4). Concomitant medical products: femur, ref 183130, lot 231520; ibial plate, ref 141232, lot j3312983; posterior stabilized liner, ref 183622, lot 586550; patellar button, ref 184782, lot 236700. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a left hip revision approximately 4 years post implantation due to loosening. The progressive loosening developed, and tibial component was found grossly loose. Attempts to obtain additional information have been made; however, no more is available at this time.